Event description:
On (B)(6) 2009, the patient reported that he received an e4 (occlusion) error while attempting to bolus. To troubleshoot, the patient was instructed to disconnect from his infusion site and to perform a prime. He was able to do so without error. He was advised to change his infusion site. He stated that the needle appeared to be bent upon removal. He stated this may have occurred last night during sleep. He stated the infusion site was last changed 1 day ago and the site had been very painful. He stated that he did not notice any infection or irritation at the site. No blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.